Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 70-80% stenosed, de novo right coronary artery (rca) through radial access. Following treatment with a diamondback 360 coronary orbital atherectomy device (oad), a perforation in the treated rca was observed. A balloon was inflated proximally to rca to prevent blood from flowing through the perforation. The surgical team quickly intervened to take the patient to surgery room where bypass surgery was successfully performed. The patient was stable. Per the opinion of the physician, the oad caused or contributed to the perforation as it was spun in the perforated area.